Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked, the distal section of the drive cable was broken, and the distal section of the imaging window was detached. The distal sections were not returned for analysis. Impedance testing showed an electrical open at the distal end of the catheter.

Event description:
Reportable based on device analysis completed on 29nov2023. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but imaging failed and the screen was totally black. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, device analysis revealed the imaging window was detached.